Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received the incorrect infusion set type (23" tubing/6mm cannula instead of a 43" tubing/9mm cannula). The customer's blood glucose (bg) was impacted (328 mg/dl) and a correction bolus was delivered to address the bg level.